Event description:
Reportedly, the error message "unable to access manager core" was displayed on the subject programmer. Preliminary analysis confirmed the reported event. The reghosting of the subject programmer solved the issue.

Event description:
Reportedly, the error message "unable to access manager core" was displayed on the subject programmer. Preliminary analysis confirmed the reported event. The reghosting of the subject programmer solved the issue.

Manufacturer narrative:
This report contains the same information as the one provided in the initial report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the error message "unable to access manager core" was displayed on the subject programmer. Preliminary analysis confirmed the reported event. The reghosting of the subject programmer solved the issue.